Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure due to normal the elective replacement indicator (eri), high capture threshold was noted on the atrial lead. The device was replaced and programmed with a fixed amplitude and the threshold became stable again. The patient was stable with no adverse consequences. Related MFR number: 2017865-2017-32529.